Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer alleged the pump did not deliver insulin as intended due to blood glucose (bg) level not lowering with insulin delivery as expected. As tandem technical support was not contacted at the time of the reported issue a pump system check was unable to be performed to determine a possible cause. In addition, it was reported that the battery gauge was observed to be fluctuating. Customer's blood glucose level was approximately 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.